Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors [incorrect assessment of valve position on aortogram prior to deployment] resulted in the valve malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure the 23mm sapien valve was deployed too aortic [90:10/aortic:ventricular] causing central aortic insufficiency. The coronaries were confirmed to be patent. A second valve was prepped and deployed [60:40/aortic:ventricular] resolving the aortic insufficiency. The patient did well after the procedure. The native valve/leaflet calcification was moderate; there was no mitral annular calcification or ventricular septal hypertrophy. Coaxial alignment of the delivery system and valve, as well as the image intensifier angle, were described as good; ventilation was held and there was no loss of pacing capture during valve deployment. This patient¿s ejection fraction was 50%. A root shot was performed; however there was not enough contrast to define the annulus, so the true annulus was over estimated and the valve was placed too high.